Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Through follow up by the sales rep with the customer, it was learned that there was an echo during the surgery but that it was not recorded; therefore, it is not available for independent read or confirmation of the customer's report. The customer is unwilling to provide the requested operative report and patient history / medications report due to "personal patient data standpoint". The device is being returned for evaluation but has not been received. Investigation is on-going.

Manufacturer narrative:
Evaluation summary: as received the valve exhibits a cut at the free margin and into the cusp at leaflet 1. The cut measures to approximately 9mm. No other inconsistencies detected or in the x-ray, the leaflets are flexible and the wireform is intact. The valve was examined visually and with a light microscope. The valve will not be sent to research and development due to the described cut; it is not suitable for functional testing. Method: x-ray. Additional manufacturer narrative: on (B)(6) 2011, our sales representative reported that it has been confirmed by the customer that the cut [in the leaflet] was [due to] mechanical damage made by a scalpel.

Event description:
Reportedly, the device (19mm) was explanted at implant, replaced by a larger valve (21mm) in an attempt for aortic valve replacement. After the implant, regurgitation from annulus to inward in a transverse direction was observed by echocardiography. The customer commented that the calcification of annulus was severe and that might have caused the sewing cuff to be everted. The device was then explanted due to paravalvular regurgitation. An edwards magna 3000j21 was implanted as a replacement. They also commented that this explant was not expected but it was a technical problem and not device related.